Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with the same model, not implanted and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance anomaly. This rv lead was replaced with the same model, not implanted and returned for analysis. No adverse patient effects were reported. Additional information indicated that this right ventricular (rv) lead was a case of an attempted implant due to the helix not extending.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the physician attempted this right ventricular lead to implant, but the helix was not extending. This observation no longer meets the definition of malfunction as it was confirmed that the lead was attempted due to the helix not extending. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the describe event or problem field (b5) in section b, adverse event or product problem; device codes field (h6) in section h, device manufacturers only.